Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop and inflammation are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received conducted, the root cause of the reported event could not be conclusively identified. However, the reported event suggests that patient condition could have likely contributed to the reported event. (B)(4).

Event description:
It was reported that following a cataract plus trabecular micro bypass stent system procedure, the patient presented with elevated iop postoperatively. Subsequently, the patient was put on glaucoma medication. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the procedure was uneventful without significant hyphema. The patient was reported with a mild inflammation and the surgeon changed the medication to a nonsteroidal anti-inflammatory medication (nsaid). The surgeon will monitor the patient with a milder steroid and taper quickly while keeping iop controlled on glaucoma medication. A steroid response is suspected based on the patient¿s status at ten (10) days post-op. Additional treatment options were discussed. Additional information has been requested.